Manufacturer narrative:
(B)(4). Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with corroded battery tube.

Event description:
It was reported that the insulin pump had replace battery now alarmed. The customer¿s blood glucose level was unknown. Customer stated that they changed battery several time a day and less than ten hours between warning. The insulin pump will be returned for analysis.